Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that customer passed away on (B)(6) 2013. Event leading to death was heat stroke, but the exact cause of death is pending investigation. Customer's father, (B)(6) is not sure if customer was wearing insulin pump at the time of death. Customer's father does not know where the insulin pump is; he states, it may have been thrown away. No further information provided.